Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The ok and contrast button symbols were worn, which has no effect on insulin delivery. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast, up arrow, and down arrow key contacts. The down arrow key contact was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that all of the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. It was noted that the button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.